Event description:
Hospital reported: during grafting of CABG, foaming and frank air observed in arterial line. Resuscitative measures were undertaken but pt died 37 minutes into the procedure. Hospital also reported that alarms were not heard by or staff. Medical examiner listed cause of death-air embolism. Terumo service and professional service personnel evaluated the unit and found the system worked according to specification, including all safety systems and there was no evidence to indicate there may have been a previous malfunction. During terumo evaluations, the safety systems (air detection and low level detection) were connected properly, turned on and fucntioned according to specification. During the initial terumo evaluation, the service rep was informed by the hospital that the low level alarm sensor was not is use at the time of the incident. Audible volume setting for the safety systems was found in medium setting. The user facility has not provided specific details about set-up of system, including audible setting or whether systems were turned on and tested, or about any conclusion as to the cuase of air in arterial line.